Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 498 mg/dl. The customer's other blood glucose was 400 mg/dl, 181 mg/dl and 700 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with syringe and visit to emergency room. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.